Manufacturer narrative:
On 01/14/2010, the surgeon reported that "the patient's prognosis is fair. She has residual defects but they have improved since the second surgery." The DHR review confirmed that lot c070695-01 met the required specifications at lot release. Note: swelling of the duraseal is a normal condition. The duraseal IFU, lists the following contraindication: "do not apply the duraseal hydrogel to confined bony structures where nerves are present since neural compression may result due to hydrogel swelling. The hydrogel may swell up to 50% of its size in any dimension."

Event description:
According to the reporter, the surgeon had a recent unsatisfactory experience with duraseal. The case was a t3 laminectomy to place a shunt into the spinal cord. The dura was sutured closed. The surgeon applied duraseal and believed the thickness to be a few mms. The surgery occurred and the patient was discharged post-op day two. The patient went to ER after experiencing some paralysis. Initial diagnosis was a potential hematoma. The patient underwent a re-operation. The surgeon stated that the original duraseal treated area contained a clear, gelatin-like material which was 10+ mm thick. He attributed the gelatin-like material to duraseal. The material was removed. The patient recovered some mobility, but may still experience partial paraplegia.